Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A new lead was implanted. This lead will not be returned as the physician was holding on to the product. No adverse patient effects were reported.